Event description:
It was reported, the patient experienced difficulty walking in addition to leg numbness/weakness the day after her permanent procedure. The patient was advised to consult with the physician regarding the issue and to seek medical attention if necessary. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.